Manufacturer narrative:
As no information was provided regarding the attending physician or the hospital where the procedure took place, no additional information could be obtained regarding the event. The device history record including the sterilization records was performed and found to have met all specifications. Product complaints for proloop mesh were reviewed and there have been no other complaints regarding infection. The device was manufactured in january 2009 and there are no devices from the same lot available for evaluation. With the limited details and the very low rate of occurrence, no action will be taken at this time.

Event description:
(B)(4) patient reported. No contact information available. As reported in medwatch report from FDA: "pt called to report adverse events regarding atrium proloop hernia mesh. The pt stated that the incision from the implantation of the mesh became infected, and he had to have it cleaned out several times. (Note: report states mesh implanted on (B)(6) 2010). On (date redacted) 2012, the pt went to his doctor to have the infection cleaned out, and the incision remained open for two months. He stated he was taking antibiotics to help clear the infection, but the incision never healed properly. Pt stated on (date redacted) 2012 seemed to be healed, however, on (date redacted) 2012, the incision ruptured again and was still infected. The pt says he saw three doctors, and the third doctor confirmed the infection was caused by the mesh. The third doctor explanted the mesh on (B)(6) 2013. During the three years the mesh was implanted, the pt experienced multiple infections, pain, swelling, drainage and hardening of the skin.